Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited no disposable, clamp tubing alarm. It was reported that air was present in the tubing and infusion rate 2.0 ml, volume 23.9 ml, given 72.10 ml. No patient injury reported.